Event description:
It was reported that during a lar procedure, both devices displayed an error code 5. The blade was broken with one of the devices when the nurse wiped the blade. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.